Event description:
Additional information: patient also had sweating as a withdrawal symptom.

Event description:
It was reported that the patient experienced withdrawal with symptoms of increased baseline spasticity. The patient also had "agitation" and was "tight." The event occurred following a programming session. The patient was being titrated off drug. The pump was programmed to run at a single bolus which was lower than the previous dose for two weeks; the dose will continue to reduce. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840 lot# serial# unknown; product typ programmer, physician; product ID 8598 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted:; product typ catheter; product ID 8596sc lot# serial# (B)(4) implanted: (B)(6) 2011 explanted:; product typ catheter. (B)(4).

Event description:
Additional information received indicated that the pump was scheduled to be explanted on (B)(6) 2012. A follow-up report will be sent if additional information becomes available.